Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the right ventricular lead exhibited failure to capture and noise-oversensing. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes that insulation damage was also observed on the right ventricular lead during generator changeout procedure.